Event description:
The customer reported to philips healthcare that the display was dark and the backlight was not lighting up. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.